Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An a2114 mayfield infinity xr2 skull clamp headrest locking knob of the swivel adaptor was broken while mounting the skull clamp. The pt was fixed in the clamp and intubated during the incidence. The event was described as follows; "immediately after the "pre-op preparations", just before the beginning of the operation, the tightening screw of an integra a2114 skull clamp for brain surgery broke while the pt was "intubated" in the skull clamp. The pt did not incur an injury as a result of this event.